Event description:
The balloon was defective in that it would not expand as intended. It retained the tapered shape to the distal end of the balloon, requiring the use of a new balloon. No patient harm occurred due to this product failure; it was more of a defect than a failure. Per the op report: "we then attempted to deliver a 2.5 mm shockwave balloon to the mid lad (left anterior descending artery) stenosis, but the balloon would not advance beyond the proximal lad. Decision was made to use a guide extension for additional support. A 6 fr telescope guide extension was advanced over the runthrough wire to the tip of the guide catheter. A euphora nc 2.5 x 12 mm balloon was advanced to the mid lad and inflated to pre-dilate the lesion. The telescope guide extension was then advanced to the mid lad using balloon anchoring technique. The nc balloon was removed, and the 2.5 mm shockwave balloon was advanced to the mid lad lesion. Then, 10 pulses of intravascular lithotripsy were delivered at the mid-lad. At this point, we noticed that the ivl (intravenous lithotripsy) balloon appeared to be deformed on fluoroscopy (there was no longer a shoulder distal to the distal radiopaque marker, and the shoulder proximal to the proximal radiopaque marker was elongated), so the shockwave balloon was removed from the body. The ivus (intravenous ultrasound) catheter was reintroduced, and this time successfully advanced beyond the mid lad lesion. There was nearly 360-degree calcification noted at the mid lad narrowing. For this reason, a new 2.5 mm shockwave balloon was advanced to the mid lad narrowing, and a total of 80 pulses of ivl were delivered."